Event description:
It was reported that during a pulse field ablation procedure the connected (B)(6) stimulation generator would reset after ablations. The procedure was completed with both original devices with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).